Event description:
The events is reported as: the customer alleges that the unit will not power on. No report of a patient injury or delay in treatment.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A document assessment (fmea) was conducted and no changes were required. Per DHR (device history record) the product concha neptune, serial #(B)(4) was manufactured on 12/15/2011. The DHR investigation did not show issues related to complaint. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.